Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to recognize a battery pack. The cause for the failure was contamination on the charger's battery board pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was resetting.